Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process. Mwr-21112019-0000600395 submitted for adverse event which occurred on (B)(6) 2017. Mwr-29062020-0000756846 submitted for adverse event which occurred on (B)(6) 2017.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2016 and meshx2 were implanted. It was reported that the patient underwent mesh revision on (B)(6) 2017 due to pain, hernia recurrence and adhesions. It was reported that the patient experienced recurrence hernia, hole in a bowel due to mesh, adhesion, infection ,abscess, discomfort and chronic pain. It was reported that the patient underwent revision of mesh on (B)(6) 2017. No additional information was provided.